Event description:
Customer reported the system is displaying a generator error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power control cable assembly. System operates as intended.